Manufacturer narrative:
Concomitant medical products: 4568-53 lead, implanted: (B)(6) 1999; 6949-65 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with bradycardia. It was reported that the right ventricular (rv) lead was fractured and exhibited oversensing resulting in a lack of pacing. The lead was capped and a previously implanted lead was used instead. No further patient complications have been reported as a result of this event.